Event description:
The customer reported that prior to use on a patient, the iabp generated an "electrical test code failure #52 (drive transducer offset failure)" alarm. The patient was switched to another iabp and therapy was continued. No patient injury was reported.

Manufacturer narrative:
The company representative observed that the k8 was leaking and allowing pressure to escape. The company representative replaced the drive manifold assembly (part number: 0104-00-0018). The iabp was tested to factory specification. It functioned normally and was returned to the customer. (B)(4).